Event description:
It was reported that the asymptomatic patient presented in-clinic after feeling the vibration due to elective replacement indicator (eri). The eri was earlier than expected from last estimation in (B)(6) 2016. Upon review and in-house estimate, it was noted that the programmer exhibited overestimation of the longevity at the (B)(6) 2016 check. The patient remained asymptomatic.